Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye was performed which observed three (3) black embedded particles on the welded cassette. The size of the partcles were approximately 0.02sq mm which were within the acceptable specification range for the product. Therefore, the reported condition was not verified; the product was within specification. Particulate matter in the packaging or outside the sterile pathway does not pose a risk to the patient because it is not part of the fluid path leading to the patient. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿black spot¿ was observed inside a homechoice cassette. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.